Event description:
Rep reported that patient was underdraining after 3 months. During exploratory surgery he found no kinks and the device appeared to be working on the monometer test. The surgeon decided to revise the device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation is process.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the flow test, but failed the pressure test. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.